Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never received therapeutic effects from stimulation and that the therapy had not worked as well as the pt would have liked. A loss of bladder control was reported following implant. It was also noted that the pt was told he had some "broken wires." Add'l info has been requested but was not available as of the date of this report.